Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and device dislocation ("migration") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's concurrent conditions included abdominal pain upper. Concomitant products included omeprazole. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (she had surgery to remove the essure implant) and surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation, pelvic pain and perforation to be related to essure. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet and medical record were received. New reporters and reporter information added. Plaintiff demography added. Concomitant disease was added. Added suspect drug indication. Added event perforation (other) and did you undergo an essure confirmation test. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), fallopian tube perforation ('perforation') and device expulsion ('migration/ migration of essure device location of device : uterus') in a female patient who had essure (batch no. C35387) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test?" The patient's medical history included dizziness, syncope, lightheadedness, head injury, hypotension, tobacco abuse, abnormal ECG, nausea, back pain, fatigue, preterm labour, anemia of pregnancy, postoperative wound infection, intermittent fever, abdominal pain, uterine enlargement and hypermenorrhea. Previously administered products included for an unreported indication: clindamycin and vancomycin. Concurrent conditions included abdominal pain upper, pelvic pain, genital bleeding, ovarian cyst, dyspareunia, incontinence, vaginal discharge, dysmenorrhea, pap smear abnormal, dysfunctional uterine bleeding, hypertrophy of uterus and epigastric ache. Concomitant products included ibuprofen and omeprazole. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal hemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), abdominal pain ("abdominal pain") and abdominal pain upper ("epigastric pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation and device expulsion outcome was unknown, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain and abdominal pain upper was resolving and the vaginal hemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain upper, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, pelvic pain, uterine perforation and vaginal hemorrhage to be related to essure. The reporter commented: discrepant information about pregnancy noted in discharge summary (B)(6) 2017). Pregnancy event not captured on the basis of clarification mail. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: no abnormality seen normal appendix. Pathology test - on (B)(6) 2017: uterus with cervix and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: uterus with cervix, 123.3 grams. Cervix with mild acute and chronic cervicitis, squamous metaplasia and tubal metaplasia; negative for dysplasia. Koilocytic change or invasive malignancy (see comment). Secretory endometrium; negative for hyperplasia, atypia or endometrial malignancy. Uterine serosa with fibrous adhesions. Myometrium with focal adenomyosis. Left adnexal area with metallic wire grossly, likely represents essure device. Benign bilateral fallopian tubes with benign paratubal cysts; negative for dysplasia or invasive malignancy. Negative for diagnostic evidence of endometriosis. Concerning the injuries reported in this case the following ones were reported in patient's medical records : pelvic pain. Most recent follow-up information incorporated above includes: on 15-jun-2020: pfs received: aka names were added. New event--abnormal bleeding(vaginal, menorrhagia), dysmenorrhea(cramping), dyspareunia, epigastric pain, abdominal pain were added & one event was updated from migration to migration of essure device location of device uterus. Outcomes were added. Lot number was added. Event perforation nos was updated to uterine perforation and fallopian tube perforation. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/ migration or perforation'), fallopian tube perforation ('perforation/ migration or perforation') and device expulsion ('migration/ migration of essure device location of device : uterus') in a female patient who had essure (batch no. C35387) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's medical history included dizziness, syncope, lightheadedness, head injury, hypotension, tobacco abuse, abnormal ECG, nausea, back pain, fatigue, preterm labour, anemia of pregnancy, postoperative wound infection, intermittent fever, abdominal pain, uterine enlargement and hypermenorrhea. Previously administered products included for an unreported indication: clindamycin and vancomycin. Concurrent conditions included abdominal pain upper, pelvic pain, genital bleeding, ovarian cyst, dyspareunia, incontinence, vaginal discharge, dysmenorrhea, pap smear abnormal, dysfunctional uterine bleeding, hypertrophy of uterus and epigastric ache. Concomitant products included ibuprofen and omeprazole. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), abdominal pain ("abdominal pain") and abdominal pain upper ("epigastric pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation and device expulsion outcome was unknown, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain and abdominal pain upper was resolving and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain upper, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information about pregnancy noted in discharge summary (B)(6) 2017. Pregnancy event not captured on the basis of clarification mail diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: no abnormality seen normal appendix. Pathology test - on (B)(6) 2017: uterus with cervix and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: uterus with cervix, 123.3 grams. Cervix with mild acute and chronic cervicitis, squamous metaplasia and tubal metaplasia; negative for dysplasia koilocytic change or invasive malignancy (see comment). Secretory endometrium; negative for hyperplasia, atypia or endometrial malignancy. Uterine serosa with fibrous adhesions. Myometrium with focal adenomyosis. Left adnexal area with metallic wire grossly, likely represents essure device. Benign bilateral fallopian tubes with benign paratubal cysts; negative for dysplasia or invasive malignancy. Negative for diagnostic evidence of endometriosis. Concerning the injuries reported in this case the following ones were reported in patient's medical records : pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 15-jul-2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.